Manufacturer narrative:
Unknown if the patient was taking prescription prilosec (omeprazole) or prilosec otc (over-the-counter).

Event description:
Patient called to report that she was at stained glass shop working and lost consciousness after having a low around 3:30pm on (B)(6) 2013. Patient's dexcom continuous glucose monitor (cgm) receiver was in another room, so patient was not aware of what is was showing or alerting. Patient states that the receiver was about ten feet away from her. The patient did feel the low and was walking to get glucose prior to going unconscious. Employees of the glass shop gave the patient her glucose tables and protein to help bring her blood glucose up. The patient then drank soda after she became coherent. No medical intervention was required at the time of the event. The patient reported being fine as her current condition.